Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va22y79, implanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40, lot#: va22qwb, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-jun-2022, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 30-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was evaluated in a neurosurgery clinic and there was a pudding out of the right burr hole site, a surgical washout was performed. There was no known factors that may have led to or contributed to the issue. Low impedances between zero and three contacts was reported. It occurred during surgical washout. Impedances were remeasured after surgeon evaluated left lead visually. No interventions were taken to resolve the low impedances. The issue was not resolved at the time of the report.